Manufacturer narrative:
Corrected information:sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient really needed to use their implantable neurostimulator (ins) as they had some other surgeries done and still had urgency problems (experienced a loss/change in therapy). The urgency problems were described as the patient had 30 minutes between trips to the bathroom and gets up 8-10 times per night. The patient recently had 2 surgeries because their bladder was closing off and they ¿cleaned out¿ their urethra. The patient stated that ¿one was 3 weeks ago, then it started again 3 to 4 days ago the surgery was yesterday and they said it did not need to be cleaned out again¿. When patient turned the device up, they noticed no difference (¿all it did was vibrations in his butt when he backs it down it does not work¿). The patient had the stimulation turned off and the healthcare professional (hcp) suggested they turn it back on. They did turn it on (it was also reported the therapy was not on) and felt the stimulation. The patient had been on program 1 at 0.0 volts and they wanted to try program 2. The stimulation was turned on and increased to 0.7 where the patient wanted to try it there. It was noted that the hcp had instructed the patient to keep a voiding diary. There were no further complications reported or anticipated.